Event description:
It was reported by affiliate that the device was used during a surgical procedure. Instrument was inserted through the port and fired, following the firing a very loud crunch sound occurred, which was not consistent with the firing cycle. Cartridge became dislodged from the housing and the gun hadn't fired. The pt had to be opened to complete the procedure.